Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the unicel dxc 600i synchron access clinical system for a single patient sample. An initial accu tni result was 2.27ng/ml. The result was not reported out of the lab. The original sample was tested for accu tni on a different instrument in the customer's lab and a result of 0.02ng/ml was reported out of the lab. The sample was then retested on the unicel dxc instrument and repeated result was 0.02ng/ml. There was no death, injury, or change to patient treatment occurred as a result of this event.

Manufacturer narrative:
The sample was plasma, collected in a greiner lithium heparin tube and was centrifuged at 2,200 g for 15 minutes. Per customer, the collection tube was full and the specimen appeared to be clear. Prior to re-analysis, the sample was aliquoted and micro-fuged. Customer runs qc twice daily and was within specifications at the time of this event. No errors were posted to the event log. Service was not dispatched for this event because bci was not made aware of this unit 19 days after the event occurred and customer is not questioning any other results. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.